Event description:
A customer reported that their pump was not turning on. There was no information provided regarding the impact on the customer's blood glucose level, and no further actions or resolutions were reported.